Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in june 2021.